Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a prostyle device with a 6f sheath after a interventional lower left arteriogram and balloon and stent of the superficial femoral artery procedure. Reportedly, deployment went fine. Upon removal of the device, it felt stuck and had a difficult time removing it; however, it was still able to be removed. Upon inspection it was observed the anterior foot was not fully retracted, although the lever was returned to its original position. Regardless of the difficulty, hemostasis was still achieved with the sutures of the same device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.